Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged display issue was duplicated. The pump powered up to a blank display that was cracked with auditory and vibratory features. Due to the blank display, the remaining testing was not completed. A clear and legible display screen was restored when the damaged display was replaced with a test screen.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display screen was broken. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).